Event description:
It was reported that there was a possible pump malfunction. A non-critical alarm was heard for low reservoir. A roller study was done and the rollers did not appear to move. The healthcare professional (hcp) was expected to decidewithin 24 hours of the date of this report if he would replace the pump. A dye study and x-rays were also performed. The patient reported underdose symptoms; it was specified that the patient had return of tone and pain. The patient was alive with no injury. The pump was used to infuse baclofen (compounded) and morphine. No outcome or intervention was reported for this event. Follow up was being conducted to obtain this information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).